Event description:
Reporter states, "patient had pain in left eye. X-rays showed loose or broken patella. Patella was revised, the tibial and femoral components were revised to compatible revision components. "The reporter also states the patient is "extremely heavy."

Manufacturer narrative:
Summary of evaluation: examination results suggest that this event is not device related but rather is associated with patellar mal-tracking or mal-positioning and loss of fixation.